Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a right hemicolectomy, oozing occurred although an end tone, indicating a completed seal cycle, was heard. There was no pt injury.